Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary consisting of a 4.0 cm cuff, pump, balloon were implanted.